Manufacturer narrative:
(B)(4). Study title: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis and conventional in-center hemodialysis. Protocol number: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was not reported. One day after being hospitalized for the manifestation, the patient was diagnosed with acute peritonitis and began treatment with cefazolin, 0.25g, intraperitoneally (ip), qid (four times a day); amikacin, 0.25g, ip, qid, for four days. One week after the diagnosis, treatment with gentamicin was added, 0.8 (units not reported), ip, qid. On an unreported date, treatment with oral cefdinir, 0.1g, tid (three times a day) was added. Eight days after being admitted to the hospital, the patient was discharged. Two weeks after onset, treatment with cefazolin was discontinued as the peritonitis was resolved and the patient was recovered from the event. At the time of this report, pd therapy was ongoing. No additional information is available.